Event description:
A device report from (B)(6) indicates a hosp in (B)(6) reported: during a procedure surgeon had inserted the 3.0 mm ti headless compression screw and discovered it had to be removed. The fracture reduction needed to be undone in order to remove the hcs screw. This extended the procedure an add'l 45 minutes.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.